Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the ECG data for review. Eval of the ECG data found that the presented heart rhythm failed to meet the requirements for defibrillation and the device appropriately returned a "no shock advised" prompt, and the device did not discharge, as appropriate. Analysis for reports of this type has not identified an increase in trend.